Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this chronic right atrial (ra) lead was capped and surgically abandoned due to high out-of-range pace impedance measurements. A boston scientific field representative reported the lead replacement was secondary to normal device replacement. Another model ra lead was implanted with no adverse patient effects.